Event description:
The attending physician observed a screw backing out from an anterior cervical plate on films taken during a f/u exam. A revision surgery was performed in 2009, to remove the screw that was backing out. The revision case was completed with no further incidences. The pt is reported to be in good health.